Event description:
A customer contacted beckman coulter inc. (Bci) stating they received a shipment of the wbc lyse reagent for the coulter act 5 diff cp that was leaking from the cap. The customer was wearing proper ppe but there was no reagent exposure to open wounds or mucous membranes and there was no contact to eye or skin. There was no injury reported as a result of this event and medical attention was not needed.

Manufacturer narrative:
The customer was provided with a replacement shipment of lyse.